Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00810. Follow-up information indicated surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient reported receiving effective stimulation. It is unknown which lead was explanted; therefore both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00810. It was reported the patient's stimulation was auto-reducing. Diagnostics indicated high impedance readings on multiple lead contacts. Reprogramming was initially able to provide effective therapy, however the auto-reducing issue recurred at a later date. Surgical intervention may take place at a later date.